Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during peritoneal dialysis therapy. The patient was connected at the time of the alarm. During the troubleshooting, it was reported that there was a leak present on the heater plate under the solution bag. The source of the leak was not determined. The patient ended therapy and completed treatment with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.